Manufacturer narrative:
The device has not been explanted. If it should be explanted, it should be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
In situ testing showed affected channels. It is unknown when the user stopped having hearing benefit with the device. If several conditions are met, then re-implantation is considered.

Manufacturer narrative:
Conclusion: overload fractures in the active electrode which are consistent with an external mechanical impact were determined to be the root cause of device failure. The problems given in the recipient report appear to match the damage found. This is a final report.

Event description:
In situ testing showed affected channels. It is unknown when the user stopped having hearing benefit with the device. The user has been re-implanted.

Manufacturer narrative:
Additional information: based on the received information, a damage to the active electrode due to excessive mechanical stress seems very likely. However to determine an exact root cause device investigation would be necessary. Re-implantation is considered but no date has been scheduled yet.

Event description:
In situ testing showed affected channels. It is unknown when the user stopped having hearing benefit with the device. Re-implantation is considered.